Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav catheter and after using the catheter inside of the patient, the medical team noticed an alert from the pump. They then discovered that the device could no longer be flushed. No blood clots were visible. Manual flushing was also extremely difficult. The correct catheter settings were selected on the generator. There were no flow rate change issues at the start of ablation. A new catheter had to be used. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31819905l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).